Event description:
It was reported that an ilet bionic pancreas exhibited an unresponsive touchscreen during meal announcements and supply change steps, consistent with a device display/touch interface malfunction. Investigation included customer troubleshooting with device restart, screen cleaning, and removal of a screen protector, as well as guidance to shut down the device and preserve data via mobile app sync. Further investigation of this case revealed that the touchscreen remained nonfunctional despite basic troubleshooting, suggesting a hardware failure of the touch panel or display assembly. Symptoms included no touch input response when attempting on-device actions. Blood glucose was not affected. Outcomes included user interruption of normal device operation and reliance on alternate diabetes management steps via mobile app and cgm. It was concluded that the event was attributable to a device component malfunction of the touchscreen/display, with no adverse clinical effects reported.